Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that the insulin pump may have been exposed to moisture in the shower and the buttons may have been pressed for three minutes or longer. Customer's blood glucose reading at the time of the call was 189 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error and had no button response, due to corroded keypad traces. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on display window. No moisture damage found inside the insulin pump.